Event description:
It was reported that on (B)(6), 2023, the blade insertion sleeve will not slide through targeting arm. The procedure was successfully completed with no surgical delay. No fragments were generated. No patient consequence was reported. Concomitant device reported- unk - nail head elements: helical blade (part# unknown, lot# unknown, quantity . This report is for one (1) 130 deg aiming arm this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the aim-arm 130° f/stat dist lock is stuck with the guide sleeve causing that the devices cannot disassemble due to mating device present signs of stripped from the threaded. Also the screw is missing. No other issues were found. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the aim-arm 130° f/stat dist lock would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed aiming arm tfna 130° - asm - oblique, zielbuegelaufsatz tfna 130° - kpl - oblique, se_434587, rev. I current / rev. G manufactured dimensional inspection: n/a h4, h6 part: 03.037.013, lot: 9475300, release to warehouse date: 30 july 2015 , manufacturing site: werk hägendorf , expiration date: n.a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.